Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1917413-2025-00564 was sent in error as it was a duplicate of pr#(B)(4), MFR report # 1917413-2025-00349.

Event description:
It was reported while using bd microtainer® map k2e (1.0 mg) blood collection tubes, there is condensation in an unspecified number of tubes resulting in sample clotting. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® map k2e (1.0 mg) blood collection tubes, there is condensation in an unspecified number of tubes resulting in sample clotting. No adverse impact was reported regarding the patient or user.